Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 161-212mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer has a lot of health issues not related to her diabetes. The customer is currently taking medication/ metformin to manage diabetes. During the call on (B)(6) 2016, for assistance with the lancing device a blood test was performed by the customer fasting and produced test results of lo. Customer last hga1c was 12%. The product is stored according to specification. The test strip lot manufacturer's expiration date is 8/20/2016 and open vial date is 3/30/2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.